Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred on september 22, 2022 during preparation for an unknown procedure. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During investigation, it was noted, the reported issue could have been caused by faulty g1 board. The root cause of the reported issue was no identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the power was turned off due to g1 printed circuit board (pcb) failure, and scratches were noted on the screen. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the high-definition lcd monitor had power failure. There was no harm or user injury reported due to the event.